Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligner cutting the side of their tongue and causing pain. The bottom front of the aligners are not snug and are rubbing against their bottom lip. Patient advised to file the rough edges and to update if this helped, if this did not help patient asked to try step 2 aligner. Provided fit tips and tricks. Educated patient on using the file.